Event description:
Procedure: lap chole. Reportedly, the clip did not form properly. The surgeon resected to remove the clip. Less than 200 cc of bleeding occurred. The procedure was completed with another endo clip.